Event description:
It was reported that the lens became vaulted (z-syndrome). The haptics are posterior but one is little further forward. The pt was spherical last month, now has almost 2 diopter of cylinder. The rhexis was round a month ago, but now it is oval and looks like the plates are pulling the capsule into an oblong shape. It was described as atypical fibrosing. The lens remains implanted. No additional information has been provided.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.